Event description:
It was reported per call report tht intra-aortic balloon (iab) was placed in cath lab by md. At 5:37 am est, css received call from perfusion. He stated iab was placed by md in cath lab & they have been receiving helium loss alarms every few minutes. They changed pumps & helium driveline tubing; alarms continue. Balloon volume has been decreased to 33cc. Perfusionist verified there was no blood in driveline tubing, no ectopy, all connections were secure & no obvious kinks noted. He stated currently alarms are suspended & pump is pumping. While alarms were suspended, css asked perfusionist to perform a helium leak test. Balloon pressure waveform (bpw) baseline maintained throughout, indicating leak on pt end. Pt had large amount of adipose tissue in abdomen in groin. Css instructed perfusionist to open up groin as much as possible with towels under hips & to pull small amount of tension at insertion site to straighten out catheter. Perfusionist stated md did not visualize any kinks under fluoroscopy during insertion. Patient is on several medications, but perfusionist can only see levophed (dose unk). Perfusionist is keeping alarms suspended & pt had "great augmentation" sbp 90, aug 125. Css informed perfusionist that he can safely decrease volume of iab to 27 cc. At 6:40 am est call from perfusion stating alarms still continue with above interventions. Css discussed that all signs indicate a leak on pt side whether from kink or an abrasion & reinforced that even though blood not visible they cannot rule out a small abrasion. At 7:22am est, call from perfusion stating volume has been decreased to 29cc & pump placed in 1:2 & still getting frequent helium loss alarms. Css had perfusionist place pump in operator & make deflation later, but alarms sounded immediately; pump returned to autopilot. Css told perfusionist that he can attempt to aspirate drom helium driveline tubing & if he receives a blood return, it would confirm iab abrasion. Perfusionist stated that if balloon need replaced, there is no access in right groin & same site would have to be used. At 8:32 am est, perfusion called stating no blood noted when helium tubing aspirated. Pt now on left side with exaggerated extension of groin & pump is going longer without alarms. Someone will be monitoring pump at all times if alarms are suspended again. Md may take out iab later today or tomorrow, so they will work with apparent kink to continue pumping.

Manufacturer narrative:
Evaluation description: the event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Evaluation: the intra-aortic balloon (iab), super arrow-flex sheath (saf) with sidearm, and 40cc driveline tubing were returned for evaluation. There was blood on the exterior surfaces of the iab and saf sheath with sidearm. The saf sheath was on the catheter approximately 15.5cm from the proximal end of the bladder. The one-way valve was attached to the iab. An in-house .025" spring wire guide was fed thru both ends of the iab with ease. A vacuum was pulled on the iab and failed. The iab was submerged and pressurized in water. No leaks were detected in the bladder. A small section of the adhesive had peeled away from the bifurcate. There was a leak detected at the catheter/bifurcate junction. A device history record (DHR) review was conducted on the iab & it met all specifications & passed all in-process testing. There were no manufacturing abnormalities established between the DHR & the reported complaint. Follow-up report will be filed if add'l info becomes available.